Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer performed a cartridge change to address the issue. Customer¿s blood glucose level was 95 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.